Manufacturer narrative:
The pump has been returned to animas for evaluation; however, investigation is not complete. Once evaluation is complete a supplemental will be sent out to the FDA. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under the key contacts.

Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.